Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). This investigation report indicates that the screw is manufactured from raw material complying with or exceeding the requirements of the international standard and of the ao specification. The present screws were damage probably according to an insertion by applying a high torsion load. A reason for the failure for the cranial screw plusdrive could be the insertion of the screw into an exceptional hard surface without pre-drilling or contact to another metallic device. The macroscopic assessment revealed very similar damage on all six screws. All threads were damaged; on four parts plastic deformation and fractured area on the thread were documented. Residues and tissues could be found on all six screws. The tip were basically deformed and partially or complete broken. Slight damage could be documented on the screw head slots, probably due to the tired or completed implantation and explanation of the screws. The examination by scanning electron microscope (sem) revealed some deformed screw tips, as well as severe deformation and fracture of some tips. The fracture surface of the broken screws tips were completely damaged, hence a fracture analyze cannot be investigated. The thread showed plastic deformed and partially fractured. A review of the device history record revealed that the device was manufactured within accordance to its specifications. The microstructure of the used material was examined in a cross section and found to be according to the standards. There were no evident irregularities or signs of device embrittlement.

Event description:
The patient had a cranial tumor. On (B)(6) 2012, the doctor used 3 mm self-drilling screws to close the cranial hole. While securing the screw in place, the surgeon noticed that the tip of the screw was bent. Therefore, the surgeon was unable to insert the device into the skull. Additionally, after starting the insertion of the screws, the tip of the screw broke immediately. Even though the surgeon did not notice any resistance, the screw could not be inserted. Because of this the surgeon located the problem, a curved screw tip. The surgeon is unsure what caused the deformity. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)